Event description:
It was reported that during equipment testing conducted by a manufacturer service technician, the sonopet console would not irrigate, which can cause overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.